Manufacturer narrative:
The actual complaint product was not returned for evaluation. Root cause could not be determined. The device history record for m7192t302 was reviewed and the product was produced according to product specifications. All information reasonably known as of 15 dec 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
Halyard received a single report that referenced seven different incidences, which were associated with separate units, involving seven patients. This is the third of seven reports. Refer to 8030647-2017-00175 for the first report, refer to 8030647-2017-00176 for the second report, refer to 8030647-2017-00178 for the forth report, refer to 8030647-2017-00179 for the fifth report, refer to 8030647-2017-00180 for the sixth report, refer to 8030647-2017-00181 for the seventh report. It was reported that the flex tube provided in the packaging has been slipping off during mechanical ventilation. Per additional information received 1 dec 2017, the patient is fine. The device was in use for one week. No further information has been provided at this time.

Manufacturer narrative:
A field action was initiated on 07-feb-2018 (product advisory notice was sent to all potentially impacted customers). All information reasonably known as of 21 feb 2018 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).